Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the transmitter has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Blood glucose (bg) value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before two hours elapsed. A discharged transmitter battery failure is determined.

Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak/force/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6). (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the out of range alerts was displayed for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.